Event description:
Pt on cardiopulmonary bypass for repair of atrial septal defect. Oxygen maniford connection for desflurane and oxygen infusion into the cobe bypass machine broke off resulting in no oxygen being delivered to the pt. This situation lasted up to 2 mins while the situation was assessed and then addressed. During this event, anesthesia took over the oxygenation of the pt with their anesthesia machine. At the end of the case, the pt was awake and extubated but complaining of vision difficulty. Oxygen manifold apparently manufactured by ohmeda. A failed medical device preliminary report was completed and faxed as instructed and the original was left with manager.